Event description:
Per phone report: the valve was removed primarily due to high-pressure gradient and the pt's concern over the valve containing silzone. A preoperative echocardiogram showed what appeared to be a clot or other mass attached to one of the leaflets. The clot moved with the leaflet and did not prevent it from opening and closing. At some point during the echo, the clot disappeared. This was a concern of the medical staff; however, the pt seems to be recovered without consequences. A carbomedics valve was implanted.